Manufacturer narrative:
Concomitant medical product: product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence - urgency frequency. It was reported by a basic evaluation patient that when they had been trying to stop themselves from rolling off their bed they got a very sharp pain in their back. Now if they even rubbed along their bandage they would get a sharp pain. The patient was asking if that had meant the wires had come out. On (B)(6) 2019, the patient stated they had gotten up from a low toilet and it hurt when they did. The patient did not know if a wire had come loose or if they had pulled it out. The patient reported they had an increase in urgency with their voids and needing to go to the bathroom and that their voids were different that day. The patient also stated they felt like they were not emptying their bladder, they were not feeling their stimulation and they hadn¿t been for some time. The patient was assisted in increasing the stimulation to 6.3 where they stated that was comfortable and the patient was advised to contact their clinician with health concerns. On (B)(6) 2019 the patient reported they had gone to their health care physician (hcp) office to have the hcp check the leads because they had moved. There were no further complications reported.